Manufacturer narrative:
The system was examined and the reported event was not ¿shutdown¿ issue. However, a system message (sm) associated with the ¿shutdown¿ was confirmed (via event log review). The pneumatics oil/air dryer filter was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 29, 2013. Based on qa assessment, the product met specifications at the time of release. No problem was found associated with the reported ¿system shutting down. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system displayed a system message and shut itself down. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not ¿shutdown¿ issue. However, a system message (sm) associated with the ¿shutdown¿ was confirmed (via event log review). The pneumatics oil/air dryer filter was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(4) 2013. Based on qa assessment, the product met specifications at the time of release. Visual evaluation and sample testing: the oil/air dryer was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system. No system messages (sm) displayed upon boot up and the customer's reported event could not be replicated. The sample was found to be functioning as intended. The reported ¿system shutting down¿ was not found, as the system was functional. Therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the reported ¿sm¿ can be attributed to nonconforming pneumatics oil/air dryer filter. However, without a sample, component level root cause cannot be determined at this time.